Event description:
It was reported to boston scientific corporation that a endovive safety peg kit push method was used during a peg placement procedure. According to the complainant, friction was experienced as the wire exited the catheter, making the loop difficult to extend. The loop portion of the wire was kinked and appeared to be rubbing against the catheter. The procedure was completed with another snare and this peg kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4) (difficulty extending loop). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).